Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the cxps 4k subsystem required a replacement. The technician replaced the cxps 4k subsystem components, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the wall display and monitor connected to their hexavue custom room racks were showing distorted displays. No report of injury.